Event description:
Procedure: hemorrhoid. According to the reporter, the device was used routinely. During the application, the process was normal, as the device displayed the green line. The latch was released. The instrument was fired, but it did not cut and the staples were not closed. The process was corrected with conventional technique. There was no additional blood loss in the amount of 250ccs or more. The doctor stated that the procedure was finished with a new device. There was no unanticipated resection and loss of tissue. There was minor tissue damage reported, as it was bruised during the stapler closure. Operating room time was extended more than 30 minutes due ot this event. Mucosal prolapse - orange hole utilized.

Manufacturer narrative:
(B)(4).